Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The cause of the reported event cannot be determined with the information obtained. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient developed corneal disease which was considered to be corneal endotheliitis 6 months after device implantation. The device was explanted and trabeculectomy was performed. Details including the progress of the symptoms are unknown. Additional information was requested.